Event description:
The complainant reported that the clinicians were preparing to implant a percuflex plus ureteral stent in a pt (age, gender and weight unknown). When the nurse removed the stent from the packaging, it was found to be cracked with a 0.3cm hole located 1cm from the proximal end of the ureteral stent. The clinicians then obtained another percuflex plus ureteral stent and successfully completed the pt procedure. The pt's condition was reported as "good" at the conclusion of the procedure.

Manufacturer narrative:
The device has not yet been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B) (4).